Event description:
It was reported that a flo-gard infusion pump¿s battery with a problem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of ¿battery with problem¿ was identified as battery low alarm including alarms f-6 and f-66 during functional testing and alarm log review. The cause of the condition was determined to be a damaged fuse preventing the battery from charging. To correct the condition, the battery and fuse were replaced. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.